Event description:
Customer called to report seeing a drip on the bath cover from the probe wipe inside the coulter ac.t 5diff autoloader (al). The drip was confined to the bath cover. The field service engineer (fse) inspected the instrument and confirmed that the probe wipe was leaking. The fse then removed, cleaned and reinstalled the probe wipe. The fse ran 25 samples and there was no further evidence of leaking. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak is unknown; however, the leak was not present after the probe wipe was cleaned by the fse. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The root cause of the instrument leak is unknown; however, the issue was resolved and no further leaking was observed after the field service engineer cleaned the probe wipe. ((B)(4).)